Event description:
It was reported by remote transmission there was atrial lead oversensing noted as reflected by the programming. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 4543 bsx/comp implantable pacing lead(B)(6) 2010. (B)(4).